Event description:
It was reported that that the merlin@home transmitter began to smoke while plugged into the power source. The patient was advised to unplug and discontinue use of the device. No patient consequences were reported.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.